Manufacturer narrative:
(B)(4).

Event description:
An endurant aorto-uni-iliac stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The distal aorta was described as small which required the endurant aui. An occluder was implanted in the right common iliac followed by fem-fem bypass . At the time of the index procedure the patient had a good postoperative recovery. It was reported that the patient returned with sudden abdominal pain and low back pain. It was suspected that there was presence of nephrolithiasis or pyelonephritis. A recent CT angiography showed there was complete stent fracture in the main body and increase in the diameter of the proximal colon. The aneurysm has expanded in diameter. The patient underwent implantation of a 36 mm aorto-uni-iliac and recovered without pain; however, there was worsening of the renal function, without the need for dialysis. The patient will be monitored. No additional clinical sequelae were reported.